Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to a temperature difference between surface of objective (ob) lens and inside of body caused dew condensation, and therefore the image was temporarily blurry. Furthermore, fluid invasion of scope connector may have resulted in water or moisture inside scope connector. The event can be detected by following the instructions for use (IFU) which state: 3.8 inspection of the endoscopic system. Inspection of the endoscopic image. 3. Confirm that the wli and nbi endoscopic images are free from noise, blur, fog, or other irregularities. The event can be reduced and prevented by following the instructions for use (IFU) which state: 4.2 insertion. If the endoscope is cold, condensation may form on the surface of the objective lens and the endoscopic image may appear cloudy. In this case, increase the temperature of the sterile water in the water container to 40 ¿ 50c (104 ¿ 122f) and then use the endoscope. Olympus will continue to monitor field performance for this device.

Event description:
Customer reported "the image gave out error message" (image alarm). The issue found during a diagnostic an unspecified unknown procedure. According to the reporter, the facility finished (completed) the procedure with another one (another device). There was no patient impact, no harm or injury reported due to the event. No user injury reported.

Manufacturer narrative:
Address- full address name of the customer (B)(6). The subject device was received and evaluated at repair center (rc) olympus china. Device evaluation and inspection found e315 error message (scope error) , and was reported to be due to fluid invasion inside the electrical connector ( el-connector). An electrical continuity error occurs due to water invasion in the scope connector. Fluid invasion inside the el-connector found and this part was then dried during inspection. Furthermore, the following findings during inspection were noted on the device: lg-tube , switches 1 and 2 (sw1 and sw2) found deteriorated. The light guide (lg-bundle) was broken resulting in insufficient brightness; the inside of the electrical connector ( el-connector) all filled with the broken lg-bundle pieces. The protector noted deteriorated. Evaluation findings has confirmed the customer reported issue of "the image gave out error message" (image alarm) " and found to be an error e315 scope error caused by fluid invasion inside the el-connector. Investigation is ongoing. This report will be supplemented accordingly following investigation.